Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery tests. Device was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and broken reservoir tube lip. (B)(4).

Event description:
Customer's spouse reported via phone call that the customer has been experiencing high blood glucose in the 400 mg/dl range for about two weeks. It was also reported that the insulin pump has a crack and missing piece on the top of the reservoir compartment. Blood glucose value was 458 mg/dl; treated with the insulin pump. They declined troubleshooting for high blood glucose. The insulin pump was replaced and returned for analysis.